Event description:
It was reported that prior to implant, the device would not interrogate. The device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of rf telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the cause of the anomaly was caused by a parity error.